Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 516 mg/dl. A manual correction injection was administered to address elevated bg. Customer contiued to fill the tubing until drops of insulin were seen.